Event description:
The device evaluation found the downstream occlusion sensor to be unresponsive. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing found a defective downstream occlusion sensor due to ingress. The downstream occlusion sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.